Event description:
Allegedly, revised due to unknown issues.

Event description:
Allegedly revised due to unknown issues.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00377, 00378.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Product conformance could not be determined. Use of device could not be determined.